Event description:
It was reported the devices were not used during an unknown procedure. It was reported by the affiliate that the surgeon checked the safety shield function prior to the surgery and found that the safety shield did not cover the blade. There was no pt consequence.

Manufacturer narrative:
Visual inspections & results: bullet tip condition, desufflation lever condition, inner gasket condition, latch condition, obturator condition, outer gasket condition, reset button condition, sleeve condition, and trocar condition, a,bconforming; and stopcock condition, aclosed,bopen. Functional tests & results: flapper door functional, a,bconforming; and lockout functional, a,conforming,b,non. Analysis conclusion: based upon the visual inspection and functional testing, instrument a was found to be conforming. It was confirmed that the reported instrument b "safety shield did not cover the blade" was due to intermittent arming. No conclusion could be reached as to how the intermittent arming occurred. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.